Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (monitor - does not communicate with belt) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt and displayed a service code 204(belt/monitor unusable). The monitor's electrode belt receptacle was broken free from the monitor enclosure, damaging wires within the receptacle causing the connector to be loose from the j1001 connector on the ca board. The root cause for the damaged receptacle was excessive force. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported that the monitor does not communicate with belt.